Manufacturer narrative:
A visual inspection of the returned product shows the lens is torn in half and a poriton is torn off & missing. There is clear surgical residue/debris on product. Based on the complaint history and evaluation of the returned product, a specific root cause not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting an aq2010v three piece silicone lens into patient's eye and the lens tore. The surgeon cut the lens in half to remove it from the eye and replaced it with another model lens. No patient injury.